Event description:
It was reported the patient had received assistance from their doctor or medtronic representative and their concerns were resolved. In the same letter, the patient also indicated they are still having concerns regarding their device or therapy but was working with their doctor or medtronic representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0dt9r, implanted: (B)(6) 2013, product type: lead. Product ID: unknown prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient wanted the system explanted due to not working. The patient thought that maybe the wire got disconnected. At an appointment during the last summer, the patient was adjusted and felt stimulation. They stopped feeling stimulation when they got home. Stimulation was only felt immediately upon turning stimulation on, and then it would dissipate. The patient had not had therapeutic effect since february. They would wet the bed and could not make it to the bathroom sometimes. Their symptoms were the same as prior to implant. Increasing stimulation to 2.7 v did not resolve the issue. While on the call, the patient was able to change programs and adjust to a comfortable level. The patient also experienced a sharp pain on their left side with body position. The pain was in the same location as their stimulation sensation.

Event description:
It was reported the patient programmer was not working and their symptoms were not controlled. The patient was on program one, but had switched to program two. The patient had never had therapeutic effect. The patient¿s pads were always soaked. The patient¿s programmer was not communicating. The patient saw the sync screen when attempting to connect. Replacing the programmer batteries resolved the issue. The patient increased stimulation and felt the pulse.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that she was ¿doing an exercise and her leg was up high and she thought she heard something pop.¿ the patient stated that this was ¿around (B)(6) 2014 and she was worried that the lead moved.¿ the patient noted that ¿after that it was not working and this was the end of february.¿ the patient stated that it was not working for her at all and if she raised the number on the device to 2.4 it felt like a ¿needle stabbing¿ her. The patient also felt this when sitting or lying down. The patient was still having problems with urination and noted that it helped at the beginning. The patient mentioned that she did not feel the pulsing anymore at 2.2. Additional information was requested, but was not available as of the date of this report.